Manufacturer narrative:
Results - death.

Event description:
An endeavor rx drug-eluting stent was implanted into the patient for treatment of a coronary lesion. It is reported that the patient expired 60 months post stent implant, due to unknown cause. Investigator has indicated that death was not related to the study stent or index procedures.